Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient presented to the emergency room (ER) because the insertion site would not stop bleeding. At the ER, the patient was treated with 2 unremembered injections by a nurse. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).